Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported informed that the equipment displayed system messages during the procedure. The equipment also did not recognize the endolaser probe. The procedure was completed, but without the laser application. The laser portion of the procedure will be performed at a later date.